Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 24 march 2020: lot 1902883: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on 24 march 2020: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115). Lot 1904639: (B)(4) items manufactured and released on 23-sep-2019. Expiration date: 2024-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 2 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon revised the medacta 32mm biolox delta head s with a medacta 32mm biolox option head and revised the medacta mpact flat liner hc 32/d with a medacta mpact flat liner hc 32/d. The surgery was completed successfully.